Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that per instruction for use (IFU) of mitra clip g4 system clip deployment. While holding the ends of the lock line remove the lock lever cap and ¿o¿ ring. Unwrap the two ends of the lock line in a counterclockwise direction¿ however; in this case, it was stated that the physician pulled the delivery catheter (dc) pin prior to removing the lock line. Based on this information reported failure to follow step appears to be due to user deviation from the IFU. It can not be determined that user error of pulling the delivery catheter (dc) pin prior to removing the lock line contributed to the reported clip open locked issue. Based on information reviewed and without a device to analyze, a cause for the reported unintended movement - clip open-locked, in this incident, could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted without issue. A third clip was then used to further reduce the mr. The clip grasped the leaflets without difficulty and deployment was initiated; however, the physician pulled the delivery catheter (dc) pin prior to removing the lock line. There was no difficulty noted deploying the clip, but the physician commented that the clip appeared to open slightly. The clip remained stable and well attached to both leaflets, without clip movement and no changes in the mr. The procedure ended with the mr reduced to grade 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.